Event description:
Complainant alleged that while attempting to transport a patient the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Reference medwatch report 1220908-2013-00923 and 1220908-2013-00932 for similar claims.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.